Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure.  Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the device overheated during a procedure.  Attempts were made to obtain additional information about the event; no further information was received.